Manufacturer narrative:
Analysis of the implantable neurostimulator (sn (B)(4)) found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced stimulation/therapy issues of a burning sensation at the implantable neurostimulator (ins) site/device pocket/left side implant. The patient saw their physician on (B)(6) regarding the burning sensation and the physician determined that it was reasonable to change the ins. It was unknown if any diagnostic testing or troubleshooting was performed. The cause of the issue was not determined but the issue was resolved. The ins was replaced on (B)(6). At the time of the report the patient was alive with no injury. After the device was replaced the burning at the implant site was gone. The patient was seen by the manufacturer¿s representative (rep) on (B)(6) following the procedure and was doing well. It was noted the device was discharged at explant so the rep. Was unable to interrogate the device. The patient was scheduled for another follow-up visit on (B)(6).the device was going to be sent back to the manufacturer.